Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer passed away in hospice care. The cause of death was stage four pancreatic cancer. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death. The customer never used sensors. The caller stated that the customer never got to use the insulin pump; it is still in the box.